Event description:
Customer reported leaking with the mp1000-c. The problem has been reported in nicu only; they use the mp-1000 in the rest of the hospital as well. They have swapped out the product internally for another lot. There was no patient harm reported and no medical intervention was required. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.